Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump was received with operating currents within specifications. Insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump properly downloaded to carelink 100%. No anomalies noted. The power management tool confirmed pump error and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to resistance issue. After disconnecting and reconnecting the internal battery connector, insulin pump was monitored and functioned properly. Insulin pump was received missing display window cover and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed low battery. It was reported that the battery only last two days. The insulin pump's history was reviewed and it was found that the insulin pump had insert batter, replace battery, and power error detected. It was also reported that the customer did not receive any thirty-minute warning to replace battery. It was reported that the customer was advised to discontinue use of the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.